Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one(1) colony forming unit of gram-positive bacteria bacillus and two (2) colony forming unit of unspecified micro-organisms. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water, and auxiliary washing, channels. However, no detergent was used during precleaning during manual cleaning, the customer used neutral disinfectant ddn9 detergent with albyn medical double brush (5 mm, 11 mm) and 5mm swab to brushes the operating channel, the suction pistons/cylinders, and the instrument channel port. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the soluscope 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant were used. The scope was stored horizontally in a surestore dry cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer stated that no automated endoscope reprocessor testing was performed. The customer suspected device was returned for investigation. Upon inspection and testing of the suspected device, the following defects were found, light guide rod lens cracked, bending section cover or distal sheath glue white clouded and separated, bending section tube crushed/sunken folds, and biopsy channel worn but no malfunction reported. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming units (cfus), of pseudomonas aeruginosa and 8 colony forming units (cfus), of klebsiella pneumoniae. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use, on (B)(6) 2022. The device was not used on a patient during culture sample collection. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.